Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ insulin syringe there was an issue with broken barrel tip. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. DHR, maintenance record and quality notification records were analyzed and no deviation was found for this batch. As no samples/photos were sent by the customer it is not possible to perform an investigation and determine the root cause for the defect. The manufacturing processes are validated with defined acceptance criteria. From the information available, it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported with the use of the bd plastipak insulin syringe there was an issue with broken barrel tip. There was no report of injury or further medical intervention.